Manufacturer narrative:
One pressure controller was returned for evaluation. When connected to a known working hemosphere system, cuff port 1 functioned as expected with the readings within limits. Cuff port 2 would not recognize the cuff simulator being connected. When the device was opened contamination was found on the cuff 2 side. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Unintended use error caused or contributed to this event.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. The device history record review was completed and all inspections passed with no non-conformances. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that blood pressure was low when using a pc2k. They exchanged it with the reps equipment with same hrs and cuff and the blood pressure was correct. 90/54 were the low numbers and the expected with the switch was 128/84. No patient treatment was applied because there was another blood pressure monitoring device placed. No damage noted. There is no patient injury. Patient demographics were unavailable.

Manufacturer narrative:
No product was returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event.